Manufacturer narrative:
A33 alarm during prime/a33 test at 4.0 lbs due to faulty fsr (gold). Insulin pump received with minor scratched display window. Insulin pump received cracked case at display window corner. Insulin pump received with cracked battery tube threads. Insulin pump received with cracked reservoir tube lip. Insulin pump received with cracked lcd window.

Event description:
Customer called to report that the insulin pump alarmed compromised forced sensor system during prime rewind process. Customer reported that the force sensor does not detect the reservoir. Customer's blood glucose reading was 333 mg/dl. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.